Event description:
At initiation of hemodialysis treatment staff noticed a crack in the fistula needle luer connector. Ebl = 25cc. No patient injury or need for medical intervention is reported. Patient was recannulated and treatment resumed.